Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. In the evaluation of omsc, omsc could not duplicated the reported phenomenon and the subject device had no problem. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined, however there was the possibility that the cause was to be insufficient and/or inappropriate cleaning and/or disinfection of the subject device. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the reprocessing of the subject device, black liquid came out from the channel while cleaning the inside of the channel with a cleaning brush. There was no report of patient injury associated with this event.